Event description:
Pt experienced uncorrectable elevated blood glucose (450 mg/dl) for which pt was hospitalized for one day-treatment received: saline IV and insulin injection.

Event description:
Response: a review of customer complaints indicates that similar reports have been received. The reports are currently under investigation, but the frequency is consistent with historical records. A review of current labeling clearly instructs the user to "check all parts of the infusion set regularly" and "always ensure the infusion set is properly attached to the adapter..." Therefore, this report does not represent a change in product performance when examined against historical data and our labeling.